Event description:
The micro sagittal saw was sent in for eval because fluid was leaking from the device during processing. No adverse event was reported.

Manufacturer narrative:
During failure analysis, visual inspection revealed the boot and the boot ring were damaged from corrosion. The boot helps prevent moisture and contaminants from entering the handpiece. As the integrity of the boot is compromised, moisture is more readily capable of being introduced into the device.